Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2021, product type catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 17-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving dilaudid (20 mg/ml at 0.961 mg/day) via implantable infusion pump. It was reported that the patient came in for a normal elective replacement indicator (eri) pump replacement and when the physician opened the pocket site, a thick yellow fluid was in the pocket. Samples were taken and an urgent gram stain was requested by the surgeon. The result was negative so the physician proceeded to replace the pump. Of note, the surgeon stated that the patient's pre-operation laboratory studies were all within normal limits. When the surgeon tried to aspirate the catheter, they were unable to aspirate it so the surgeon decided to replace the catheter as well. The factors that may have led or contributed to the issue were unknown. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.